Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that error e216 occurred during a diagnostic endoscopy involving an olympus colonovideoscope. The procedure was completed using an olympus backup device. No patient injury was reported.